Manufacturer narrative:
Heartsine's investigation of the device did not witness the device switching on or off automatically, or displaying any fault. The device was issuing ¿memory full¿ prompts due to multiple manual power cycles. The device performed to specification throughout the investigation. The device was scrapped by heartsine and the customer was provided with a replacement device. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device was automatically switching on and off. Should this device be used during a patient involved event, switching off automatically may prevent or delay defibrillation therapy, which could result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. (B)(6).

Event description:
The distributor contacted heartsine to report that their device was automatically switching on and off. Should this device be used during a patient involved event, switching off automatically may prevent or delay defibrillation therapy, which could result in adverse consequences. There was no patient involvement reported with this event.